Event description:
Lt acquired chest wall deformity. The implant is displaced with a residual deformity of the lt chest wall. She now undergoes breast reconstruction with removal of her implants, a tram flap, and right mastopexy. Upon removal the implant appeared to be well intact, normal and clear. Capsulotomy performed.